Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model: sc-3400-30, serial/lot: (B)(4), description: infinion splitter 2x8 kit (30 cm), model: sc-2316-70, serial/lot: (B)(4), description: infinion 70 cm lead kit. The explanted leads were not returned to bsn as they remain implanted in the patient. It is indicated that the leads will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during a revision procedure, high impedances were observed on the leads and lead splitters, suggesting that there was torsion in the pocket potentially causing mechanical damage. The physician chose to replace the lead splitters. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model: sc-3400-30, serial/lot: (B)(4), description: infinion splitter 2x8 kit (30 cm). Date received by manufacturer: 01feb2016. The returned devices were analyzed and the complaint was not confirmed. Sc-3400-30/492348, 509020: visual/x-ray inspections and impedance tests were performed to ensure the device integrity. No anomalies were found.

Event description:
A report was received that during a revision procedure, high impedances were observed on the leads and lead splitters, suggesting that there was torsion in the pocket potentially causing mechanical damage. The physician chose to replace the lead splitters. The patient was reportedly doing well following the procedure.